Event description:
It was reported difficulty was encountered advancing, the loaded introducer catheter to the intended implant site and resulted to deployment of the filter into the introducer sheath. The filter was subsequently pushed out of the sheath which resulted in inappropriate placement in the right iliac vein. Another filter was successfully placed without pt complications. A delivery system in the locked position along with 4 dilators and a sheath were returned, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for evaluation. The engineering evaluation revealed the proximal portion of the flex capsule was bent. The delivery system displayed characteristics consistent with exertion against resistance, a bent flex capsule. It was indicated this filter deployed into the sheath. Co's directions for use outline instructions for how to avoid this situation as well as what to do if this occurs which include "remove introducer catheter from pt, being careful not to disturb filter positioned within sheath. Withdraw sheath containing filter from pt. Begin process again with a new system." Therefore, co believes user technique contributed to this event and do not attribute it to the device.